Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they started bleeding during sensor insertion. Blood glucose level at the time of the incident was 52 mg/dl and 39 mg/dl the night before. Customer treated the low readings with sugar. It was not noted if auto mode feature was active. Customer was not able to troubleshoot. The insulin pump was not replaced or returned for analysis.